Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). A livanova representative identified the reported issue during routine maintenance. The technician was able trace the failure to a defective potentiometer. The defective potentiometer was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the potentiometer was discarded no further investigation could be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s3 roller pump potentiometer was found to be out of tolerance. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.